Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high pacing impedance. In addition, increased rv capture threshold was noted. The rv lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.